Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, on the stomach pouch, the staple line was drooling beyond normal. It was necessary to use a suture and cautery to repair the problem and to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of a surgery. A visual inspection of the returned film noted one fully fired medium/thick reload of unknown size being unclamped and removed. One fully formed staple was observed to not be properly placed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.